Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the guidewire tip detached inside the patient. The 70% stenosed target lesion was located in the mildly tortuous, mildly calcified and tapering ramus artery. A pt2 moderate support 185cm j-tip guide wire was placed in the target vessel. Two veriflex bare metal stents were implanted in the proximal and mid portions of the vessel. The stents were considered to be well positioned and well apposed. The wire was noted to have prolapsed at an unspecified time. The physician then decided to attempt to wire the circumflex (lcx)artery with the pt2 guide wire. As the physician "went to work" on the lcx, it was noted that approximately 12mm of the distal tip of the pt2 wire had detached and was lodged in the most distal portion of the ramus artery. The previously implanted stents are not believed to have contributed to the wire breakage as the stents were implanted "nowhere near" the wire breakage. The wire was not removed and remains in the ramus artery. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the guidewire tip detached inside the patient. The 70% stenosed target lesion was located in the mildly tortuous, mildly calcified and tapering ramus artery. A pt2 moderate support 185cm j-tip guide wire was placed in the target vessel. Two veriflex bare metal stents were implanted in the proximal and mid portions of the vessel. The stents were considered to be well positioned and well apposed. The wire was noted to have prolapsed at an unspecified time. The physician then decided to attempt to wire the circumflex (lcx)artery with the pt2 guide wire. As the physician "went to work" on the lcx, it was noted that approximately 12mm of the distal tip of the pt2 wire had detached and was lodged in the most distal portion of the ramus artery. The previously implanted stents are not believed to have contributed to the wire breakage as the stents were implanted "nowhere near" the wire breakage. The wire was not removed and remains in the ramus artery. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed distal tip damage. A fracture was located approximately at 184.80cm from the proximal end. All outer diameter measurements are within the specifications. (B)(4) analysis revealed the failure occurred due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).